Event description:
It is reported that the device was implanted in 2006. Post-op, the pt experienced pain and loosening. Revision surgery is being scheduled.

Manufacturer narrative:
Evaluation summary: the probable cause of failure cannot be definitively determined. Evaluation: no product was returned with the complaint for review. The device history records have been reviewed and were found to be intact and conforming, indicating the device was manufactured to specs.